Manufacturer narrative:
Bayer radiology product analysis received and examined the returned product. Visual examination of the provided photos, as well as the syringe assembly, identified the presence of a dark colored fiber of unknown etiology in the fluid path. Our investigation determined that the particulate noted in the syringe was likely introduced during the manufacturing or assembly process. A 12 month review of complaint history determined the complaint rate to be 1.44 complaints per million (cpm).

Event description:
The site reported the following: after filling the provis 150-ft syringe with contrast, the technologist noticed a foreign particulate within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.